Event description:
While performing the arthroscopic shoulder surgery, it was noticed by scrub tech that a 2mm-3mm metal tip of the scorpion needle was missing. An intraoperative fluoroscopy was performed on the left shoulder. The metal was left in place per surgeon due to more potential complications in taking down the repair rotator cuff. X-rays were taken and saved for. FDA safety report ID# (B)(4).